Event description:
According to the complainant, a catheter leakage occurred. Reportedly, the incident resulted in blood being splashed into an employee's face resulting in bloodborne pathogen exposure. Although requested, no additional information has been made available. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.